Manufacturer narrative:
Follow-up # 1 07/09/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/11/2012 with the following findings: on investigation, there are no alarms related to the complaint in the pump's alarm history. A review of the black box showed no indication of loss of cartridge detection. No defects were found to the force sensor flex and the force sensor was found to be within calibration. An ezprime operation was performed with no difficulties; the pump did not dispense fluid during the load step, and the pump accurately recognized the cartridge during investigation. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 regarding an unrelated issue. During a review of the pump the prime history was found to have multiple small prime volumes associated with site changes; the reporter confirmed that the pump was primed until insulin was seen coming from the end of the tubing possibly indicating an issue with the load cartridge step priming the tubing. This report is made based on the indication that the pump load step may have been malfunctioning.